Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left and right pulmonary arteries using lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), and a penumbra engine (engine). During the procedure, after connecting the lightning to the engine, the lightning unit light would not turn on. The engine was power-cycled and the lightning usb cable was re-connected without success. It was also reported that the physician attempted to use another engine without success. Therefore, the physician decided to exchange the lightning for a new one, and successful thrombectomy was performed using the new lightning and the same cat12. Next, while catheterizing the left pulmonary artery, the lightning unit became clogged. The tubing was flushed with saline and subsequently, the lightning unit indicator light turned red and did not resolve. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.